Manufacturer narrative:
(B)(4).

Event description:
Procedure: reversal of hartmanns procedure. According to the reporter: the surgeon used an egiaustnd and several (B)(4) sulus during a reversal of a hartmanns procedure. He used the tan load a vascular/medium thickness tissue load to transect the proximal and distal bowel; then performed a side by side anastomosis also closing the enterotomy with a tan vascular to medium thickness tissue load. In addition, he had also used a tan load to transect and divide the mesentery. There were no intraoperative concerns. However, 3 days after surgery, the patient had developed ischemia at the anastomosis, developed complications, and subsequently expired. Heavy bleeding was reportedly coming from several of the staple lines including the small bowel and mesentery. Further details have been requested.